Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: (B)(6).